Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical removal of a malignant and/or benign neoformation, the unit was used in a discontinuous manner throughout the procedure. A few hours after surgery, an extensive blister appeared on the patient's left leg. The patient required extended hospitalization and was admitted to the intensive care unit(ICU). The unit had monopolar mode issue (valleylab mode) and current leakage.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical removal of a malignant and/or benign neoformation while on cutting phase, the unit was used in a discontinuous manner throughout the procedure. A few hours after surgery, an extensive blister appeared on the patient's left leg. The burn did not occur in the return plate but in a part where it was not attached. The patient required extended hospitalization and was admitted to the intensive care unit. The unit had monopolar mode issue (valleylab mode) and current leakage. The rem used was a non-medtronic device.